Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xt clip was inserted and successfully deployed in a central position. To further reduce mr, an additional clip was inserted. However, while grasping, it was observed the under fluoroscopy that the first clip had slightly opened, causing mr to slightly increase. The second clip was then deployed without issues, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other complaint reported from this lot. All available information was investigated, a conclusive cause for the clip opening while locked could not be determined in this complaint. There is no indication of product issue with respect to manufacture, design or labeling.